Event description:
A report was received that the ipg was turning off on its own. Database analysis revealed premature battery depletion. The patient will undergo an ipg replacement.

Event description:
A report was received that the ipg was turning off on its own. Database analysis revealed premature battery depletion. Malfunction was suspected on the leads. The patient underwent a replacement of the whole scs system.

Event description:
A report was received that the ipg was turning off on its own. Database analysis revealed premature battery depletion. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the patient underwent ipg replacement and one lead was replaced. Malfunction was suspected on the ipg. The patient was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-70, serial #: (B)(4), description: scs 70cm iii lead. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was not verified. The reported stimulation was not observed as the ipg was investigated with known good test leads. The ipg passed all the required tests and revealed no anomalies. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the leads will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the ipg was turning off on its own. Database analysis revealed premature battery depletion. The patient will undergo an ipg replacement.